Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Reportedly, the customer had to press the wake button with additional force to activate the touchscreen. The customer's blood glucose level was 111 mg/dl. The customer declined troubleshooting with tandem technical support, and continued to use the pump for insulin therapy.